Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the coil did not deploy. The unknown target aneurysm was located in a medium tortuous artery. A 15mm x 40cm interlock¿-35 was selected and advanced to treat the target lesion located in the "medium" tortuous unspecified artery. During procedure, the twist lock was fully opened and continuous flush was performed. The introducer sheath was noted to be firmly seated in the hub of the catheter before an attempt was made to advance the coil. Furthermore, the coil and the pusher wire arms were interlocked in the introducer sheath before use. However, the device failed to deploy. No patient complications reported. However, device analysis revealed that the interlocking arm of the main coil was missing.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was returned for analysis. A visual inspection was performed and found that the main coil was in the introducer sheath together with the pusher wire. The main coil was gently retracted from the introducer sheath as the coil was protruding from the proximal end of the sheath upon return. No resistance was encountered and the coil was successfully retrieved. The main coil was found to be kinked and stretched upon inspection. The introducer sheath was inspected and no damage was noted. There was blood present on the fiber bundles. A microscopic inspection was performed. The coil zap tip was inspected and no damage was noted. The interlocking arm of the main coil was missing. The interlocking arm of the pusher wire was inspected and no damage was noted. The dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "begin continuous flush before introducing the coil into the catheter. The presence of dried blood would have led to excessive force being applied to the coil and the coil stretched and kinked as a result. In addition the force applied to the device when attempting to retract the coil through the catheter led the interlocking arm of the main coil to break off. The coil cannot be loaded into the introducer sheath during production if the interlocking arm is not intact." (B)(4).